Manufacturer narrative:
The manufacturer previously reported a bipap s/t c series device was allegedly not providing enough air to the patient. The patient was taken to the hospital. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The device's error log was reviewed by the manufacturer and found no errors logged for a pressure fault. The technician found the device to operate and alarm to design specifications. The device was found to be contaminated with tobacco.

Event description:
The manufacturer received information alleging a bipap s/t c series device was not providing enough air to the patient. The patient was taken to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.